Event description:
It was reported that the lead exhibited low impedance. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an internal abrasion at 23.0cm to 24.6cm from the distal end of lead. The rv conductor was abraded and exposed. This could cause the reported low impedance when in contact with the svc shock coil.